Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in hospital due to tia symptoms. The patient reported receiving a vibratory alert the previous day. But it was later determined that the patient received a shock from the device. Device interrogation revealed the device was in back-up vvi mode. Device replacement was recommended.